Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient underwent an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). Post implant there were pauses on the right ventricular (rv) lead that was implanted due to oversensing of noise. The patient was subject to another procedure where the newly implanted rv lead was surgically abandoned and a dedicated bi-polar lead was successfully implanted.